Manufacturer narrative:
Investigation conclusion: a review of the DHR found that lot met all release criteria. Tested 5x retained devices with negative standard. All devices yielded valid and accurate negative results at the 15 minute result read time. A review of complaint history did not identify any adverse trends . Root cause: could not duplicate with retains. Source: phone.

Event description:
Reported false positive flu+ sars result on an asymptomatic patient (off label use) but were reported to have sars infection ~ 2 months prior to testing. Pcr molecular testing completed but not confirmed.